Event description:
In the process of contacting the pt's physician to notify them that their pt's device may be nearing end of service, it was discovered that the pt had passed away. Circumstances of death are described by physician as sepsis and/or respiratory compromise. It was reported that the pt's seizure frequency/intensity was greatly decreased with vns therapy, but that as the pt's health was failing, their seizures increased. The pt was receiving vns therapy at the time of death. No autopsy was performed.